Manufacturer narrative:
During investigation at zoll, the autopulse platform (sn (B)(6) failed initial functional testing due to the displayed fault 27 (encoder fault). The root cause for the observed fault was due to a failure of the integrated encoder gearbox. The initial functional testing of the autopulse platform could not be performed due to the displayed fault 27 (encoder fault) upon powering on the device. The integrated encoder gearbox needs to be replaced to remedy the fault code. However, the repair was rejected by the customer and the autopulse platform will be returned to the customer unrepaired and labeled "not for human use". Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
During investigation at zoll, the autopulse platform (sn (B)(6) failed initial functional testing due to the displayed fault 27 (encoder fault). No patient involvement.